Event description:
Healthcare professional (hcp) reported injecting a patient in the infraorbital hollows with 0.5 ml on right side and 0.2 ml on left side of juvéderm® ultra. Three days later, the patient reported ¿that the area is looking red.¿ the hcp had the patient come in the next day to examine the issue, and discovered a mottled/redish appearance, inciting the suspicion of a vascular occlusion. However, capillary refill was normal. The hcp now suspects that the patient is experiencing an infection in the area near the filler implantation. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.